Event description:
A customer reported discrepant results for two patient samples using the inform her2 dual ish dna probe cocktail assay on the benchmark ultra stainer module. The alleged samples were initially stained as negative, but repeat testing returned positive staining.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found that the issue was due to several contributing factors that were related to the instrument as well as customer handling. The following were performed during an instrument qualification: adjusted vortex mixers #3 and #4 re-leveled instrument other customer handling-related contributing factors to the alleged issue include: slide type hydrophobic label overlays being too close to the tissue samples, which could cause different slide reagent volumes the instrument completed a verification step at the end of the qualification with "satisfactory results", and has repeated several other similar staining runs from the same time period with no additional discrepant results. Per the method sheet, the clinical interpretation of any positive staining, or its absence, must be evaluated within the context of clinical history, morphology and other histopathological criteria. It is the responsibility of a qualified pathologist to be familiar with the reagents and methods used to produce the stained preparation. Staining must be performed in a certified, licensed laboratory under the supervision of a pathologist who is responsible for the review of the stained slides and ensuring the adequacy of controls.